Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. Reportedly, the issue was resolved and customer continued using pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose value.